Event description:
Related manufacturer reference number: 2017865-2022-15688. It was reported that a patient presented in-clinic with syncope discomfort from a syncope related head injury. Upon interrogation, the patient's right ventricular (rv) lead was found to have exhibited intermittent capture, high capture thresholds, high pacing impedance, and the left ventricular (lv) lead was also found to have intermittent capture, leading to the syncope and discomfort. Rv lead fracture was suspected. Corrective programming changes were made and the patient's syncope was resolved. The patient was stable throughout the intervention.